Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that an internal hlc battery, designator bt3 from the analog pcb assembly, had broken spot welds which hold the strap to the negative terminal of the battery. This caused bt3 to no longer have the ability to power the device in addition to bt1 and bt2.

Event description:
The customer initially reported that their device had its charge-pak and attention icons illuminated. After an evaluation of the device by physio-control, it was observed that the internal hlc batteries did not have sufficient capacity for delivering effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.